Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed build-up in the ict pinch valve tubing and the ict reference cup. The fsr cleaned these components. The module function was verified with a control run. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the ict pinch valve tubing and ict reference cup did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), the ict pinch valve tubing, or the ict reference cup.

Event description:
The customer observed falsely elevated chloride on the alinity c processing module for one patient. The following results were provided (reference range 95 to 110 mmol/l): sid (B)(6), initial chloride result= 124.48 mmol/l; repeat result= 106.66 mmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely elevated chloride on the alinity c processing module for one patient. The following results were provided (reference range 95 to 110 mmol/l): sid (B)(6), initial chloride result= 124.48 mmol/l; repeat result= 106.66 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.